Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of use and burr was in the milling handpiece. However, reported jamming issue cannot be confirmed based on the picture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: milling handpiece: catalog#00592704000, lot#8010196. G2: foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during kit inspection at the distribution warehouse, the milling burr was jammed and unable to be removed from the milling handpiece. There was no patient involvement and no adverse events have been reported as a result of the malfunction. Due diligence is complete as multiple attempts have been made; available and relevant information has been provided.